Manufacturer narrative:
H6: patient code e050301 (air embolism) added per bsc medical safety.

Event description:
It was reported a cerebral vascular accident (cva) occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The 27mm wds was advanced and deployed. The physician decided to exchange for a larger size, and recapture and removed the 27mm wds. A 31mm wds was advanced and deployed in the laa. The 31mm closure device was successfully implanted in the laa. There were no signs of any thrombus, and the active clotting time (act) was therapeutic (over 300 seconds) during procedure. Post procedure, as patient was waking up, the patient exhibited stroke symptoms. A computed tomography (CT) scan was completed. The physician suspected the stroke was embolic or air; however, there was no air seen in the devices, or sheath during the procedure. The procedure was reported to have gone smoothly. The patient was treated by interventional radiology and appeared to be improving.

Event description:
It was reported a cerebral vascular accident (cva) occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The 27mm wds was advanced and deployed. The physician decided to exchange for a larger size, and recapture and removed the 27mm wds. A 31mm wds was advanced and deployed in the laa. The 31mm closure device was successfully implanted in the laa. There were no signs of any thrombus, and the active clotting time (act) was therapeutic (over 300 seconds) during procedure. Post procedure, as patient was waking up, the patient exhibited stroke symptoms. A computed tomography (CT) scan was completed. The physician suspected the stroke was embolic or air; however, there was no air seen in the devices, or sheath during the procedure. The procedure was reported to have gone smoothly. The patient was treated by interventional radiology and appeared to be improving.